Event description:
It was reported that the secure-c core had disassociated from the endplates approximately two months post-operatively requiring revision surgery.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Review of the 13-day post-operative and follow-up x-rays, showed the implant to have no space between the secure-c endplates. However, the core was present and was removed during the revision surgery. The returned device did not show any structural or mechanical defect other than minor scratches and some material deformation on the core at the posterior portion which may have occurred during removal. The exact cause of the reported issue cannot be determined.